Event description:
It was reported that the device failed volume accuracy test and is over infusing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens, worn upstream seal, lifting downstream sensor seal and damaged battery compartment; tamper seal was intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was recommended to have the expulsor trimmed as corrective action to meet manufacturing specifications for accuracy. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).